Event description:
Report received from (B)(6) stating the device "heated up". The device was not being used during a procedure. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all performance specs, including temperature assessment. If add'l info is received, a supplemental report will be sent. (B)(4).